Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Upon initiation of treatment, blood leak detector on machine began to alarm. A visible blood leak into the dialysate effluent was noted. No damage was noted on the dialyzer. Blood test strips confirmed the blood leak. Estimated blood loss was 383 mls. Patient had no adverse effects. Sample was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.